Manufacturer narrative:
The following other hip device was also listed in this report: lrg tap pri mod nck 16deg 42mm, cat# nls-421600p, lot# 26409201. It cannot be determined which, if any of the reported devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, pt started experiencing hip pain in (B)(6) 2012.